Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: degenerative scoliosis procedure: posterior fusion at l3/5 it was reported that intra-op, tip of driver broke during final tightening and the broken tip remained in the set screw in l4 of the left side up. The surgeon tried to remove the tip but he could not. The incision was closed without removal of the tip. The product came in contact of the patient. There was a delay of less than 60 minutes in overall procedure time. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.